Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that not booting up past the bios and would not shut down. Upon doing some functional test fse found that the power light on hard drive-in host computer was not lighting up and there is a malfunction with the hard drive in the host computer. Fse replaced the host computer, installed the hard drive. After replaced the host pc and installed the hard drive the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not booting up past the bios and also would not shut down. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer and advised it appears the host pc was not booting up. A philips field service engineer (fse) visited the site and determined the power light on the hard drive was not lighting up. The fse replaced the host pc and the device returned to expected functionality.